Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using insyte autoguard bc pro straight, 18g x 1.16" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: after inserting IV, needle does not retract.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using insyte autoguard bc pro straight, 18g x 1.16" the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: after inserting IV, needle does not retract.